Event description:
The patient experienced a shocking or jolting sensation while recharging her implant. Her fingers were numb and her blood pressure went up which caused her to be lightheaded. Even though her neurostimulator was turned off, "it stimulated everything". Additional information has been requested.

Manufacturer narrative:
(B) (4)